Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. Reference e-complaint: (B)(4).

Event description:
The patient suffered a freeze burn on the cheek . The probe rested on the patient's cheek during the procedure and caused a burn. The complainant does not know what the exposure time was . Ref e-complaint: (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation. No sample returned. X-review DHR. X-inspect returned samples. Inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Unit was confirmed to have a faulty 3-way valve, p/n 21365. Previous issues with this valve had surfaced where its piston would get stuck during assembly and on other complaints. The function of this valve allows for controlling the flow of the gas via a piston. The piston is in the up position, held there by a spring, that correlates to a closed position on the flow of the high pressure gas. The piston is activated by 90 psi pressure on top pushing the piston down against the spring thereby allowing the high pressure gas to flow through. This continues until the unit's foot pedal is disengaged and the piston's position is again supposed to reside in the up position via the force exerting upwards (by spring) which stops the flow of high pressure to the probe. This unit's 3-way got stuck in the open position not allowing for the defrost pressure to flow and kept the probe cold even with the foot pedal disengaged. A valve from stock was pulled and functioned well, but later failed. The new valve had gotten stuck in the open position. A large number of valves were returned to the vendor which had stated excessive grease created a hydrostatic lock and valves were re-worked. At the time it is possible some units were built with valves that had not got reworked. The lot number on the valve the unit came in with is 1513. Root cause of this complaint condition is likely due to either a bad valve left over from previous identified issue. Initial evaluation of returned valves on hand revealed the grease content was adequate but some particulates were present in the piston chamber and one unit was noted to be assembled incorrectly. It is also possible some valves were assembled incorrectly. Correction and/or corrective action: the unit was repaired and returned to the customer. The corrective action taken by the vendor to reduce excessive grease in assembly was put in place in 2015 in the week of 39 (lot 1539) to prevent hydrostatic lock of the piston. Several units have been returned for additional evaluation for confirmation but units in stock were reworked with the proper grease amount and no issues have in the use of the valves have surfaced. The assembly of the device was not the issue.

Event description:
The patient suffered a freeze burn on the cheek . The probe rested on the patient's cheek during the procedure and caused a burn. The complainant does not know what the exposure time was. (B)(4).